Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a biceps tendon refixation surgery the screwdriver heads of the devices ar-1915ft (lot: 15215886) broke off without any particular force being applied and remained in the anchor. This happened with 3 out of 4 anchors (all from the same pack). The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-1915ft, batch 15215886, was received for investigation. Upon visual inspection, it was noted that the shaft was broken (at anchor interface). Functional testing could not be performed due to the corkscrew/suture not being returned. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed to improper bone preparation; misaligned insertion; or prying/leveraging the device during use.